Event description:
It was reported that the patient's baclofen concentration was changed from 2000 mcg/ml to 1000 mcg/ml; a bridge bolus was performed at that time. The patient felt "overdosed." The nurse planned to perform a system contents removal to resolve the symptoms. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was later reported that the patient had a reaction to the medication in pump. The drug was stated as gablofen, was 1000 mcg/ml. It was stated that the patient couldn't handle the lowest programmable dose of 48 mcg/day. Patient was lethargic and weak. It was stated on (B)(6) 2011 that a system contents removal was to be done and they were to put in gablofen 500 mcg/ml. Patient was being monitored. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter passer model: 8591, lot # c16393; implanted on: (B)(6) 2008; explanted on: unk.